Event description:
On [redated date], upon completion of an infusion of intravenous normal saline, while disconnecting the fluid from pump/patient, and in attempting to take clamp/line off the pump, the nurse noted spontaneous severing of the intravenous tubing, resulting in spilled normal saline onto the pump and the floor. The line to the patient was clamped. An email was sent to nd, pharmacy, and USA with lot number. This is being reported to the vendor.